Event description:
The manufacturer sales representative reported that the device overheated during a procedure . The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure . The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.